Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 110 mg/dl. Customer does not recall any significant event that may have caused the device to alarm, he was sleeping. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis have been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had minor scratched lcd window and cracked reservoir tube lip.